Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect cmv igm results for multiple samples. The following data was provided: sample 1: initial result = 25 s/co, repeat on another instrument = nonreactive. Sample 2: initial result = 1.8 s/co, repeat on another instrument = nonreactive. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found that the syringe assy had salt deposits(crystals) inside. The fsr replaced the syringe assy which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no subsequent issues had been reported related to false reactive results for (B)(6). There were no contributing factors in the month prior to the complaint were identified in- regards to the system. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the syringe assy did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) or the syringe assy was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.